Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - operation manual: 3.3 inspection of the endoscope: inspection of the endoscope. - reprocessing manual: 1.4 precautions olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the bending tube, bending angle in the "up" direction did not meet standard value. In addition to the foreign object found on the bending section cover adhesive, the evaluation findings are as follows: the flexibility adjustment ring had a scratch, the grip had a scratch the suction cylinder had no color, switch #1 was dirty, the scope cover had a scratch, the "right/left" knob was dirty, the forceps elevator knob was dirty, scope case unit was dirty, the plug unit had a scratch, the image guide protector had a scratch, the plastic distal end cover had a scratch, the connecting tube had discoloration, and the universal cord had discoloration, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope's bowden cable was broken. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign objects were found on the bending section cover adhesive. This report is being submitted for the malfunction found during evaluation.